Manufacturer narrative:
The reported oad was received for analysis. Adhered material was observed on the crown and tip bushing of the oad. There was no damage observed that would have contributed to the material accumulation, and the morphology and exact root cause of the material accumulation is unknown. The adhered material prevented a guide wire from passing through the driveshaft. The driveshaft was cut proximal to the crown, and a guide wire passed through the rest of the device without resistance. The oad spun at all speeds with no unusual sounds and functioned as intended. At the conclusion of the device analysis, the reported event of the oad becoming stuck in the entry of the second lesion and dropping in sound was unable to be conclusively confirmed. Although the exact root cause of accumulating tissue remains unknown, it is possible that the tissue contributed to the reported event, however this is not confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Results code: 4247 - suggested code is material present on device. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), two target lesions were located in the mid-left circumflex artery. The type b lesions were heavily calcified and were 90% stenosed. The vessel was moderately tortuous and 3.0-4.0mm in diameter. The first lesion was treated successfully with six to eight passes. Treatment for the second lesion was then attempted, however, the crown became stuck in the entry of the second lesion. There was a drop in sound of the oad when the crown became stuck. The crown was successfully removed from the lesion through activating glideassist mode and pulling the crown back with the control knob. The procedure was aborted, and additional treatment was planned for a later date.